Event description:
It was reported that the user experienced prolonged hyperglycemia after insulin delivery stopped while using the insulin pump; the user observed glucose values above 400 mg/dl, recalled an alert about a bubble in the tubing, and later noted the reservoir volume was not decreasing, and she did not change the infusion set because she lacked supplies while away from home. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included a review of user reports and troubleshooting guidance with the user regarding infusion set checks, occlusion response, and carrying backup supplies. Investigation of this case revealed an interruption of insulin delivery with unclear root cause, with possible infusion set or flow interruption and user did not respond to or recall alerts. It was concluded that the event was related to hyperglycemia with cause unclear and no device performance conclusion could be drawn. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.